Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/27/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. At the time of contact, no injury or medical intervention was reported.